Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly and determined that the cause of the reported issue was due to two shorted transistors, designators q5 and q6.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device by physio-control, it was observed that the device only could deliver a monophasic defibrillation waveform. This defibrillation shock delivery is approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.